Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a purge cassette was run through de-air and the returned pump was connected to the purge cassette and purge fluid was confirmed to exit out the purge gap. The purge flow and purge pressure were within specification. The root cause of the reported issue was determined to be use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. Priming was initialized in unit to implant the impella pump. However, the outflow of the purge system could not be confirmed. The purge cassette was replaced, and priming was again attempted without success. Therefore, the impella pump placement process was aborted. The procedural outcome is unknown.